Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists urinary difficulties and as an anticipated adverse event. Additionally, the instructions for use specifically call out "while the device may increase the size of and/or reshape the penis, there may not be functional augmentation in the length of the phallus in the erect state". This information is provided to the patient prior to the procedure. The patient, 'sales specialist,' had no further identifying information, thus no medical records could be provided for an analysis to be completed. The surgeon that performed the operations was not identified and could not be contacted for additional information. The device lot number was not provided, therefore, a device history record review could not be performed. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.

Event description:
Events were discovered on 07/06/2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of 'sales specialist' who complained of loss of erect length and difficulty urinating after implantation.